Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis pre-connect device the customer reported that he had difficulty in trying to inflate the implant and noticed a failure to start the pump. When the pumping system is activated the pump is closed in the second movement. The device was revised. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Additional information received that the revision surgery was scheduled for (B)(6)2019. The preconnect device and reservoir were explanted. Model- 720185-01 reservoir. Lot- 931912015. Mfg date- 04/22/2015. Exp date- (B)(6) 2017.

Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis pre-connect device the customer reported that he had difficulty in trying to inflate the implant and noticed a failure to start the pump. When the pumping system is activated the pump is closed in the second movement. The device was revised. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be re-assessed.